Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2006; 6947, implantable tachy lead, (B)(6) 2008; 6937a, implantable tachy lead, (B)(6) 2008; 4194, implantable pacing lead, (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that the "device kept going off" and the "leads were defective." Follow-up with the device clinic clarified that the right ventricular lead had increasing noise and an insulation issue; a lead integrity alert was triggered. The lead was capped and replaced. No patient complications have been reported as a result of this event.